Manufacturer narrative:
The tandem pump user guide states: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the issue. During troubleshooting, the pump date was inaccurate. Reportedly, the customer alleged possibly setting the date incorrectly after recently travelling. The customer corrected the date to resolve the issue. Customer's blood glucose ranged from 146-250 mg/dl.